Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit was "cracked". Patient involvement unknown.

Manufacturer narrative:
Other, other text: d4: complete UDI - (B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found the front cover cracked and the enclosure cracked under the quick connect. During the functional testing, the customer reported issue was able to be confirmed. The cause was found to be wear and tear from daily use of drain tube. No action was taken due to the device not being needed in the loaner pool and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.